Manufacturer narrative:
The service engineer (se) that evaluated the device reported that the issue was confirmed. The se then reported that the issue was improved after replacing the user interface assembly. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator powered on by itself without being operated. There was no patient involvement when the issue occurred. No patient or user harm was reported. The device was evaluated by the dealer representative; however, the issue could not be duplicated. The device was replaced. Investigation is ongoing.